Event description:
A malfunction on the pump was reported by the caller, which occurred after exposure to extreme temperatures and humidity. Blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The caller was advised to continue using the pump and to call back if the issue reoccurred, which the caller acknowledged and understood.